Event description:
Related manufacture reference number: 2017865-2022-46023. It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited low defibrillation impedance potentially caused by the implantable cardioverter defibrillator. The implantable cardioverter defibrillator was explanted on (B)(6) 2022 while the right ventricular lead was capped on the same date. The patient was in stable condition.

Manufacturer narrative:
The reported event of low defibrillation lead impedance was confirmed via review of device data but was found to be unrelated to returned device. As received, a device was returned for analysis. Final analysis did not identify any anomalies. The cause of the reported event was consistent with an anomalous lead.